Manufacturer narrative:
H6: damaged firing mechanism. The analysis results found that the instrument was returned with the firing trigger stuck halfway and with a reload cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/4 fired and the left side was 1/2 fired. The cartridge was disassembled to verify the condition of the pan lockout tab was found normal. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth were found broken, the left shroud pinion axle support was found damaged and the pinion gear teeth were broken. No functional test was performed due to the condition of the instrument. Cartridge batch # y5ej1m.

Event description:
During a total abdominal hysterectomy, on the fitth firing, the device did not fire smoothly and a loud cracking noise was noted. No pt consequence. The procedure was completed with another device.